Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed, 20x3.0mm target lesion was located in the right coronary artery (rca). A 20 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent dislodged. Subsequently, the patient was sent for surgery to remove the dislodged stent. No patient complications were reported.